Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during post-op, the pacing lead had high thresholds. The pacing lead was explanted and replaced. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during post-op, the pacing lead had high thresholds. The pacing lead was explanted and replaced. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.